Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the report of pump stoppages; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The submitted system controller log file contained data from (B)(6) 2020 and showed that between timestamps (B)(6) 2020 11:34 am ¿ (B)(6) 2020 8:15 pm, a total of five transient low speed/pump stoppage events were recorded, resulting in low speed and low flow hazard alarms as well as active motor stopped flags. The interruptions in pump function occurred only while the system was connected to the power module and appeared consistent with a potential driveline wire compromise; however, the suspected driveline wire damage could not be confirmed as the device remains in use. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple pump stops. This was confirmed with the log file. X-rays were performed but could not locate a spot of the short. The patient was discharged on an ungrounded cable. The patient was asymptomatic and the issue was resolved.